Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2013, for a cholesteatoma in the unimplanted ear. On (B)(6) 2013, the patient was taken to the emergency room and was diagnosed with meningitis (specific type not determined). Additional information has been requested, however, not received as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
The patient has recovered and resumed use of the device. This report is filed december 3, 2013. Implanted device remains.